Event description:
Customer called to report she was experiencing high blood glucose. Blood glucose reading was 425 mg/dl. The customer stated she had a cold and that caused the high blood glucose. Customer had treated with manual injection. The customer stated the high blood glucose persisted due to her being unable to remove the battery cap. Customer was able to remove the battery cap with a large screwdriver. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).